Event description:
Procedure: resection of lung parenchyma. Patient sex: unk. Reportedly, it was not possible to open the magazine after firing. The surgeon removed it by clamping the tissue then the tissue was resected. The case was delayed about 15 minutes, but there was no injury to the patient.